Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis the device failed incoming vxi testing, its heart lead flex and its liquid crystal display were out of specification in an electrical manner. The heart lead flex had broken traces around the connector pins. Analysis further noted that the upper case was dented and the side bail covers and the ring cover were broken. The device was to be scrapped in-house. Further analysis was performed on the heart lead flex. Visual inspection observed potential trace cracks near the connector pins. Bench analysis discovered intermittent open circuit. Conclusion: the failures seen during servicing of the device were caused by intermittent circuit path continuity. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.